Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The site confirmed that the device was discarded after the explant and that no exams were performed on the explanted prosthesis. As such, no further investigation is possible. If micete aspergillus was present on our tissue valve before sterilization, it would be killed very easily by our liquid chemical sterilant. The sterilant contains a mixture of glutaraldehyde and alcohol, both of which are highly effective against this organism. We have validated this liquid chemical sterilization process with spore forming bacillus atrophaeus, which is the most resistant microorganism known for aldehydes. Following routine sterilization, the valves are aseptically packaged in a solution that inhibits the growth of microorganisms with steam sterilized closures and jars. The packaging process occurs in vaporous hydrogen peroxide (vhp) decontaminated isolator; therefore, there is no risk of valve contamination post-sterilization. Each closure/jar containing the valve is integrity tested after packaging, thus ensuring a sealed barrier for the product to remain sterile during transport up until the closure/jar is opened. Given livanova's sterilization procedure and the delayed onset of the patient's endocarditis (5 months after the implant), it is not feasible that the species detected in the patient's blood culture originated from the valve. However, since there is no information available on the prosthesis' functionality at the time of the event and no device analysis was possible, the root cause of the event cannot be determined at this time. Device disposed of by the hospital.

Event description:
The manufacturer received information on this event through the sure avr registry. On (B)(6) 2012, a 65 years old male patient received a perceval pvs23 as part of the aortic valve replacement. The procedure was performed in mini-thoracotomy and no concomitant procedures were performed. At discharge, the echo performed showed a transvalvular mean gradient of 16mmhg and no perivalvular/central leaks. On (B)(6) 2012, the patient was diagnosed with endocarditis (primary). The microorganism was identified to be micete aspergillus. On 14 dec 2012, the patient was re-operated to explant the device. A new perceval pvs23 was implanted serial number: (B)(4). On (B)(6) 2013, the echo showed a good valve functionality (12mmhg mean gradient, no perivalvular/central leak).

Manufacturer narrative:
Device location not presently known.

Event description:
The manufacturer received information on this event through the sure avr registry.on (B)(6) 2012, a (B)(6) male patient received a perceval pvs23 as part of the aortic valve replacement. The procedure was performed in mini-thoracotomy and no concomitant procedures were performed. At discharge, the echo performed showed a transvalvular mean gradient of 16mmhg and no perivalvular/central leaks.on (B)(6) 2012, the patient was diagnosed with endocarditis (primary). The microorganism was identified to be micete aspergillus. On (B)(6) 2012, the patient was re-operated to explant the device. A new perceval pvs23 was implanted (serial number: (B)(4)).on (B)(6) 2013, the echo showed a good valve functionality (12mmhg mean gradient, no perivalvular/central leak).